Event description:
It was reported that the subject device's image did not display clearly. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the following malfunction was found during the device evaluation: the cable was twisted, the cable was not watertight, the cable and imaging were flooded, the electrical contacts were corroded, and the connector was cracked. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image did not display clearly. There were no reports of patient harm.